Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports error code 210.5020 with their 8100 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: recommended customer check to ensure the door harness is properly seated on the display and logic board. If fault does not clear, consider the door harness (bezel) however I recommended swapping the display board with a known good. If fault clears, issue is display board. Customer will move forward with recommendations. Ended call. Ref: (B)(4).